Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure this cardiac resynchronization therapy defibrillator (crt-d) exhibited high impedances on all leads, however, all other measurements were within normal limits. Fluoroscopy was performed but the results were inconclusive. This crt-d was removed/replaced prior to pocket closure. No adverse patient effects were reported.